Event description:
It was reported that prior to a surgical procedure at the user facility, a hair-like foreign material was found in the sterile pouch of the hood. A backup hood was used to perform the procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility, a hair-like foreign material was found in the sterile pouch of the hood. A backup hood was used to perform the procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The hood is not a repairable device and will not be returned to the user facility.